Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal left anterior descending (lad) artery. A 2.5 x 38 mm xience alpine stent was implanted without issue. Post-dilatation was performed with a non-abbott balloon catheter. There was resistance when attempting to remove the balloon catheter from the deployed stent. The guiding catheter and guide wire were pushed distally as the balloon catheter was pulled proximally and they balloon finally was able to be removed. After all devices were removed, intravascular ultrasound was performed which showed the tip of the guide wire had punctured the lad. The perforation was not treated. That evening the patient had chest pain and an echogram showed pericardial effusion. The next morning the patient was transferred to another hospital and a pericardial window was performed. The patient is stable. There was a clinically significant delay in the procedure due to the attempts to remove the balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the balloon catheter however the delay in the procedure appears to be related to circumstances of the procedure.